Event description:
Reporter stated that a pt sample (type not provided) was tested, using the suspect device, with a result of 66 mg/dl. An additional sample (venous blood) was obtained from the same pt, and when tested in the facility's lab measured 178 mg/dl. No additional pt info was provided. Quality control testing had reportedly been performed on the suspect device and the results fell within the acceptable range. Technical support requested the return of the suspect product; however, the facility's rep declined.